Event description:
It was reported that customer was hospitalized for high and low blood glucose levels. Customer reports that her blood glucose was 577 mg/dl when she went to the hospital. Customer's blood glucose reading was 30 mg/dl. Customer was wearing the pump all throughout her hospital stay. Nothing further reported.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the motor was tested outside the device and passed. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, a cracked belt clip slot and minor scratches on the display window.